Event description:
Following therapy pt noticed small blisters and scales. Treatment area was shoulder area. No medical intervention at that time. On 9/1/98 pt contacted rehabilicare and reported medical intervention to remove scar tissue modes that remain.